Event description:
It was reported during intra-aortic balloon (iab) therapy that artifact was observed on the arterial pressure (ap) waveform of a cardiosave unit. The ap source was identified as the transduced inner lumen of an 8fr 50cc mega iab catheter. A discussion was held regarding possible causes of waveform artifact. The therapy was temporarily placed in a 1:3 assist ratio and then set to standby to evaluate the native ap waveform without iab inflation or deflation. The unassisted waveform appeared clean and stable, confirming that the artifact was likely due to catheter whip, patient movement during inflation and deflation, or potential iab mispositioning within the aorta. Dr. (B)(6) mentioned difficulty in verifying the iab tip placement via chest x-ray and acknowledged that the pump had not been placed in standby mode during previous imaging. It was recommended to perform a repeat chest x-ray with the iab in standby to obtain a clearer visualization of the catheter tip. Subsequent discussions and text exchanges between drs. (B)(6) indicated that the iab tip appeared to be positioned at the 5th intercostal space. Guidance on repositioning was provided during a call that included the interventional cardiologist, although the cardiologist¿s name was not obtained at the time. The clinicians were satisfied with the troubleshooting and resolution provided. The pump and therapy were functioning as expected, with the artifact determined to be non-clinically significant. The physicians stated they would attempt to correct the iab position and noted that a radial arterial line could alternatively be used as the ap source. They expressed appreciation for the assistance and confirmed no patient harm occurred. Additionally, they stated that the iab would likely not be returned to getinge for evaluation. No harm reported.

Manufacturer narrative:
Due to character limit in block e1 event site name: (B)(6). A supplemental report will be submitted upon completion of our investigation.

Manufacturer narrative:
Updated fields: b4, d4(serial#), d9 (device available for eval), g3, g6, h2, h6(type of investigation, investigation findings, component codes, investigation conclusions), h11. No decon or visual inspection performed since product was not returned and could not be evaluated. Dr (B)(6) and dr (B)(6) contacted support regarding artifact observed on the arterial pressure (ap) waveform of a cardiosave iabp system. The ap source was the transduced inner lumen of an 8fr 50cc mega iab catheter. After placing the pump in 1:3 frequency and standby mode, the native ap waveform appeared clean, confirming the artifact was related to catheter movement during inflation/deflation or possible mispositioning. Difficulty verifying iab tip placement via chest x-ray was noted, as previous imaging was done without placing the pump in standby. A repeat chest x-ray in standby mode was recommended by the esp representative. The iab tip was found to be at the 5th intercostal space, suggesting low positioning. Repositioning guidance was provided with an interventional cardiologist on the call. The physicians were satisfied with the support and planned to reposition the catheter. No patient harm occurred, and therapy was functioning normally aside from the waveform artifact. A photo of the iab hub was provided for complaint documentation. Based on the description, suboptimal positioning of the iab catheter tip (likely too low in the aorta): this led to movement-related artifact on the ap waveform. The issue was compounded by chest x-rays taken without placing the pump in standby, reducing visibility of the catheter tip. Due to the device not being returned for evaluation, it is not possible to define whether the reported issue was caused by intra-aortic balloon migration or incorrect positioning during insertion. There was no malfunction of the iab; rather, the customer required assistance to navigate the proper use of the device. Complaint ID# (B)(4). The failure mode is addressed in the risk file and is operating within its risk profile. The IFU addresses the reported failure. There were no ncmrs identified which could cause or contribute to the reported failure. The investigation does not indicate that the device was inadvertently released as non-conforming or an adulterated product or was a counterfeit. The complaint history review did not identify an adverse trend (increase in number of complaints over past three (3) months). Based on the rational provided above, no escalation to the CAPA process is required.